Event description:
It was reported that during a davinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was discovered to have a broken tip. After the abnormality of the instrument was found, it was immediately replaced with another backup instrument. There was no patient injury, delay of time, and no fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken main tube approximately 0.90" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the tip connection was broken. The myoma extraction was the surgical task in progress when the issue occurred. The instrument did not collide with other instruments or tools and no fragment fell inside the patient¿s anatomy.